Event description:
It was reported that this male patient's left shoulder was revised. Reason for the revision was not reported. The patient had a stemless anatomic which was converted to a reverse. Unable to obtain x-rays, no patient/medical information provided. Product not returning - with infection control at hospital. No further information.

Manufacturer narrative:
Section h10: (h3) pending evaluation.